Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed, due to a faulty cable. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): 9.2 troubleshooting guide: code e219,e220,e221,e222,e223,e224. Error message camera head communication error possible cause camera head communication is failed. Solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Precautions caution do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available or the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported, the subject device intermittently displayed an e224 error (communication failure). There were no reports of patient harm.